Manufacturer narrative:
A customer from the united states alleged a discrepant result for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Three patient samples initially generated positive sars-cov-2 results. The same samples were retested on a different platform which yielded negative results for all targets. The next day, new samples were collected from the patients and tested negative for all targets on the cobas® liat® system. The initial positive results were released to the health care provider. An investigation is in progress to evaluate the customer issue. Supplemental MDR's will be submitted once investigation is completed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, three(3) mdrs will be filed, one per discrepant result. Three patient samples initially generated positive sars-cov-2 results. The same samples were retested on a different platform which yielded negative results for all targets. The next day, new samples were collected from the patients and tested negative for all targets on the cobas® liat® system. The initial positive results were released to the health care provider. An investigation is in progress to evaluate the customer issue.

Manufacturer narrative:
An investigation was conducted and concluded that all 3 sars-cov-2 positive sample results are at the limit of detection (lod) for the assay where results are known to waiver. There are no curve abnormalities noted in any of the runs reviewed and a systems issue is not suspected for either instrument. The lod differs significantly between the cobas® sars-cov-2 & influenza a/b test for the liat system and the biofire® filmarray and cepheid genexpert assays which could explain the sample discrepancies. In addition, the biofire® detects gene targets for the n gene, rdrp gene, and e gene where the liat scfa assay targets regions of orf1a/b and n gene where a positive result is generated if either or both regions are detected. As such, results with one assay may not be reproducible with a different assay. Cross contamination may also be a possibility and the customer has been instructed on reducing this possibility using good lab practices. The reagent lots used were also investigated and no product problem was found. --- changed device code from false positive result to non reproducible results added reagent lot number and exp date. (B)(4).